Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), it was noted during flushing that the dilator was leaking just below where the stopcock was connected. The sgc was replaced to complete the procedure. The final mr grade was 1. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported leaking dilator flush port was confirmed via device analysis. Additionally, it was observed that the dilator flush port was cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. The reported leak was a cascading event of the observed cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation of a steerable guide catheter (sgc), it was noted during flushing that the dilator was leaking just below where the stopcock was connected. The sgc was replaced to complete the procedure. The final mr grade was 1. There was no clinically significant delay.